Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed critical pump error. The customer's blood glucose level was 200 mg/dl at time of incident. Customer states pump alarmed critical error on display and beforehand was swimming. The customer was advised to discontinue use of the insulin pump and to revert to the back-up- plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and selftest. Unit not received with critical pump error. Unit received with constant vibration during testing, unable to verify vibration test and unit failed active current measurement due to severe corrosion on all electronic assemblies. Unit received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, cracked case on battery tube area, cracked battery tube threads, moisture damage on motor home switch, corrosion on force sensor assembly, severe corrosion on battery tube and corrosion on battery tube spring.